Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the company representative (rep) that there were recharge issues/problems. The patient starts with good coupling but after several hours the battery doesn¿t reach 25%. There were no external factors that may have contributed to the event. Troubleshooting was performed, recharge testing with another recharger, but not solved. The battery was implanted in right flank with medtronic logo above. The implantable neurostimulator (ins) was replaced. The issue was resolved at the time of this report. No symptoms were reported. The patient was alive with no injury.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3550-29, lot# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep additionally reported that the ins was programmed to normal setting guarded stimulation with 450usec, 60hz, 5v. Impedances were normal. Reprogramming was not an option. No recharge statistics or mdt data were available. The ins has been overdischarged once. The patient was not maintaining good coupling throughout the entire recharge session, this was also an issue.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly. According to the trace report obtained from the ins, the total recharge count is 524. The last recorded recharge session performed while the device was implanted was on (B)(6) 2016. There were at least five recharge sessions performed on that day. The total recharge duration of the five sessions was about 15 minutes total. The parameter trend diagnostic section of the trace report shows patient usage during this session. The typical recharger coupling was 0 bars (no coupling). Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 4 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good restore advanced ins, indicating that this ins is working correctly with a recharger. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.